Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well following the procedure. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of error code was confirmed. The code indicated the maximum number of resets for the device has been exceeded. The root cause of the resets could not be determined.

Event description:
A report was received that the patient was getting error code on her remote control (rc). The database analysis confirms that the magnet reset counter is at the maximum value. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was getting error code on her remote control (rc). The database analysis confirms that the magnet reset counter is at the maximum value. The patient will undergo an ipg replacement.